Event description:
An alarm was reported, related to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. Subsequently, a replacement pump was sent to the customer.